Event description:
The sales rep, (B)(4) was present in theatre when the surgeon, mr (B)(6) was using the xia 3 pedicle screws. The sales rep reported that the surgeon had inserted 3 screws unilaterally, put the rod in and engaged 2 blockers into the screw heads. On the third blocker, the surgeon struggled to engage the blocker and when he did, he was tightening the blocker down and then the blocker backed out. When the surgeon tried to tighten again, the blocker again backed out. The surgeon decided to change the screw and blocker and when the screw came out, it was stripped and cross-threaded. This event resulted in a 10 minute delay to surgery time but that there were no adverse consequences for the patient.

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.